Manufacturer narrative:
The apollo catheter will not be returned for evaluation as it was discarded at the site; therefore, the event cause could not be determined. The lot history record review of the reported lot number showed no discrepancies that would have contributed to the reported experience. Note per the apollo IFU: infusion pressure with this device should not exceed 690 kpa/100 psi. Pressure in excess of 690 kpa/100 psi may result in catheter rupture, possibly resulting in patient injury. In addition, if flow through the catheter becomes restricted, do not attempt to clear the device by high pressure infusion. Remove the catheter and replace it with a new catheter. Excessive pressure may cause catheter rupture, possibly resulting in patient injury. (B)(4). Information received from the same report as MFR: 2029214-2015-00959.

Event description:
The following report was received by medtronic (covidien): during onyx treatment of a brain arteriovenous malformation the catheter's distal area proximal to detachment zone developed a small hole. The onyx subsequently escaped from the catheter and leaked into the distal middle cerebral artery (mca) branch. The catheter tip detached as intended. The anatomical location of the (avm) was not provided. The vessel was moderate in tortuosity. The duration of the onyx injection was 15 minutes with a wait time of 1 to 2 minutes. There was resistance felt near the end of the injection. The procedure was halted at this point but was able to be completed. Plavix was administered and the patient was placed on aspirin and reported to be ok. There was no patient injury as a result of this event.